Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s 1; occurrence: unable to perform complaint lot history check for plunger rod difficult to move due to unknown lot number. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of syringe 1.0ml 31ga 8mm ufii 10bag 500cs experienced difficulty moving the plunger rod during use. The following information was provided by the initial reporter: material no.: 328418, batch no.: unknown. Verbatim: consumer reported plunger was hard to remove the other day. Incident date-unknown, occurence-unknown, lot# unknown.